Event description:
It was reported that during adenotonsillectomy procedure, part of the metal tip broke off and was suctioned away. The device was removed from sterile field and replaced. It is unknown if there was a delay. No harm came to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. No clinical/medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. If additional supporting medical documents are received this complaint will be reassessed. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, related to a "broken tip" issue include: (1) extensive activation of the device (2) settings used during activation (3) mechanical displacement of tissue (4) using the device as a lever. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: b3: date of the event added b5: event description updated.

Event description:
It was reported that during adenotonsillectomy procedure, part of the metal tip broke off and was suctioned away. The device was removed from the sterile field and replaced. There was no significant delay. No harm came to the patient.